Manufacturer narrative:
Additional product codes: hty, jdw, hrs. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrections to information captured on user facility report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report captures one cannulated locking screw. The other screws and plate are being captured on related complaint (B)(4). This is report 1 of 1 for (B)(4).